Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insufficient cleaning; deterioration due to stress during reprocessing. The angle wires were stretched. Deterioration/damage of adhesive, part of the insertion tube is caught and pinched. The insertion tube became deformed. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Based on the obtained information, the foreign materials were unable to be specified. Based on the obtained information, the foreign material was unremovable due to physical damage to the subject device despite correct reprocessing. A device history review revealed, and it was confirmed that the device was shipped in conformity with specifications. It was confirmed that the subject device was free from non-conformity in manufacturing. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). " olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports that the malfunction had any patient impact.